Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. Based in the complaint description and information provided the reported peritonitis was attributed to a breach in aseptic technique. There is no allegation of cassette malfunction. As there is no allegation related to product manufacture, the complaint is deemed as unconfirmed.

Event description:
On 27/jun/2023, it was reported by a registered nurse (rn) that this patient on peritoneal dialysis (pd) was hospitalized with peritonitis. There were no reported allegations that the peritonitis was related to any issues with fresenius products. The rn was placing an order for manual pd solution for the patient¿s antibiotic treatment. In additional follow-up, the patient¿s pd nurse stated that the patient was experiencing symptoms of abdominal pain. As a result, on (B)(6) 2023, the patient was hospitalized with peritonitis. The nurse stated the patient had a pd culture obtained which grew the bacteria pantonea agglomerans. The patient was treated with intra-peritoneal (ip) antibiotic therapy using cefepime (dose not provided). Subsequently, on (B)(6) 2023, the patient was discharged from the hospital continuing pd therapy with the same cycler without any further reported issues. The patient¿s nurse confirmed the patient did not have any fluid leaks or any issues with fresenius products in relation to this event. The nurse stated the patient gardens, and the bacteria was collected under his long fingernails. Therefore, the nurse attributed the peritonitis event to a breach in aseptic technique. The patient has since been educated on keeping his fingernails trimmed and to perform good hand hygiene.

Event description:
On 11/jul/2023, it was reported by a registered nurse (rn) that this patient on peritoneal dialysis (pd) was hospitalized with peritonitis. There were no reported allegations that the peritonitis was related to any issues with fresenius products. The rn was placing an order for manual pd solution for the patient¿s antibiotic treatment. In additional follow-up, the patient¿s pd nurse stated that the patient was experiencing symptoms of abdominal pain. As a result, on (B)(6) 2023, the patient was hospitalized with peritonitis. The nurse stated the patient had a pd culture obtained which grew the bacteria pantonea agglomerans. The patient was treated with intra-peritoneal (ip) antibiotic therapy using cefepime (dose not provided). Subsequently, on (B)(6) 2023, the patient was discharged from the hospital continuing pd therapy with the same cycler without any further reported issues. The patient¿s nurse confirmed the patient did not have any fluid leaks or any issues with fresenius products in relation to this event. The nurse stated the patient gardens, and the bacteria was collected under his long fingernails. Therefore, the nurse attributed the peritonitis event to a breach in aseptic technique. The patient has since been educated on keeping his fingernails trimmed and to perform good hand hygiene.

Manufacturer narrative:
Correction: b5

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: a temporal relationship exists between the peritoneal dialsysis (pd) therapy with the liberty cycler set and the patient¿s peritonitis event. Currently, there is no allegation nor any objective evidence that a liberty cycler set malfunction or product deficiency was associated with this event. Peritonitis is a well-documented complication in patients undergoing pd therapy. The patient is a gardener and the pd culture generated growth of the bacteria pantonea agglomerans which is a bacteria found in plants. Therefore, based on the reported information, the patient¿s peritonitis can reasonably be attributed to a breach in aseptic technique from cross contamination due to bacteria under the patient¿s fingernails, as reported by the patient¿s pd nurse.

Event description:
On (B)(6) 2023, it was reported by a registered nurse (rn) that this patient on peritoneal dialysis (pd) was hospitalized with peritonitis. There were no reported allegations that the peritonitis was related to any issues with fresenius products. The rn was placing an order for manual pd solution for the patient¿s antibiotic treatment. In additional follow-up, the patient¿s pd nurse stated that the patient was experiencing symptoms of abdominal pain. As a result, on (B)(6) 2023, the patient was hospitalized with peritonitis. The nurse stated the patient had a pd culture obtained which grew the bacteria pantonea agglomerans. The patient was treated with intra-peritoneal (ip) antibiotic therapy using cefepime (dose not provided). Subsequently, on (B)(6) 2023, the patient was discharged from the hospital continuing pd therapy with the same cycler without any further reported issues. The patient¿s nurse confirmed the patient did not have any fluid leaks or any issues with fresenius products in relation to this event. The nurse stated the patient gardens, and the bacteria was collected under his long fingernails. Therefore, the nurse attributed the peritonitis event to a breach in aseptic technique. The patient has since been educated on keeping his fingernails trimmed and to perform good hand hygiene.